Manufacturer narrative:
Reported event of handle thumb ring broken. A visual examination of the device found the thumb ring to be broken and the handle sticker to have been removed by the customer. The outer sheath was torn, side-car rx presented pushback and the coil assembly was buckled in multiple places along the device working length. The basket tip and pullwire joints conformed to manufacturing specifications. Additionally, the basket could not be functioned due to the damage to the device. Based on the evaluation of the returned device, physical analysis of the device found that the device could not be functioned because the handle was damaged and the coil assembly buckled in multiple places. Because the basket could not be extended for evaluation, the most probable root cause of is "undeterminable." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an attempt to crush the stone was made, however the basket failed to crush the stone. There was difficulty when trying to remove the device with the stone inside the basket. The physician was able to remove the stone from the basket with ¿ in and out¿ movements, and the basket was removed from the patient. Damage was noted to the device upon removal, (device damage was not identified). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; thumb ring broken. Additional information received on (B)(4) 2014. The customer reported on (B)(6) 2014 that the shaft was broken.